Event description:
The accessory mount fell from the collimator onto the floor. The actual sequence of events were as follows: the customer had installed the accessory mount while the gantry was at the position of 180 degrees iec position (head down)/ customer was able to perform the first field of the treatment without an interlock. Gantry was being moved to an angle of 270 degrees for the second field when the accessory fell off. (The gantry angle at which the accessory mount is alleged to have fallen off was not recorded). A patient was on the couch, but nobody was injured. The customer was requested to stop all treatments using the accessory mount before the device is in working order.

Manufacturer narrative:
Actual device involved in the incident was evaluated (by a varian field service engineer). Device from a controlled/non-released inventory evaluated. The device was visually examined at the customer's site. The failure has not been able to be reproduced by inspecting the machine at the customer's site and using a "demo" machine in the manufacturing plant. This issue is still under investigation. A supplemental MDR will be sent when the investigation is completed.